Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva procedure on january 5th a small shard of clear plastic or glass was found during a breast biopsy. No other information is available

Manufacturer narrative:
Additional information received and testing of the particles : three plastic particles were received . The plastic particles were analyzed for chemical characterization and to determine its composition (pictures of the 3 particles under 48.9 magnification are seen below). Based on the analysis it was determined that particle 1 is a flexible pvc blend with eva, particle 2 is a non-flexible pvc and particle 3 is made of nylon. Pvc is a material found on the protective sheath and on the introducer. As for nylon, this is a material found on the tissue filter in which the samples are collected. Hence, the complaint can be confirmed. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
Device was received : visual inspection was conducted and there were no signs of physical damage other than the tubing being cut. The device was disassambled, no shards or other foreign material was found inside or outside the device. The customer did not send back any foreing material found on the devices reported on this complaint record. Hence, the complaint cannot be confirmed. Device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.